Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an over infusion of insulin during therapy (dose, programmed amount and delivery rate unknown). Insulin was shown to be completely drained while still infusing on the patient. There was no known patient injury or medical intervention associated with this event. The customer biomedical engineer isolated the device and reviewed the history log which showed a loading dose given, then successfully loaded and transferred to the primary rate. The next step in the log noted the pump networked out. No additional information is available.

Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.